Event description:
The customer reported that she had to contact paramedics for low blood glucose levels, which was 40 mg/dl. The customer stated her sensor glucose values were about 80 mg/dl but the blood glucose levels were below 40 mg/dl. The customer was informed to give corrections based on blood glucose values and not sensor glucose values.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.